Manufacturer narrative:
The product investigation lab (pil) received the trilogy evo system printed circuit board assembly (pca) with the allegation of a ventilator service required alarm e-208 having occurred which indicates the outlet pressure sensor railed to maximum negative value and requires replacement of the printed circuit board assembly. This is not a critical alarm. The ventilator will still be providing therapy due to having primary and secondary sensor. If both fail, will give a ventilator inoperative alarm condition. Pil installed the trilogy evo system pca on the trilogy evo stb and ran therapy for approximately 2 hours and the system pca operates without issue, e-208 did not reoccur. Pil concluded that the system pca operates as designed. Report coding has been updated accordingly.

Event description:
A trilogy ev300 ventilator was report to have alarmed for maintenance required customer states during setup the unit alarms vent service required on screen. There was no patient involvement, and no harm or injury reported. During unit setup, "ventilator service required" error populated the screen and the unit was described as not usable. This occurred every time the customer turned on the device. The field service engineer (fse) found the device with a ventilator service required error on the screen during device evaluation and error code e-384 indicating a pressure sensor mismatch, and error code e-208 indicating the outlet pressure sensor railed to maximum negative value in the event logs. The issue was determined to be failure of the system printed circuit board assembly (pcba) and the machine flow sensor. The fse replaced the system pcba and the machine flow sensor. Once these parts were replaced, the fse ran the ventilator in normal settings for twenty minutes with no issues, then performed final testing and found the device passed all performance verification tests.